Manufacturer narrative:
Corrected field h10: correct battery s/n from (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: one controller, two (2) ac adapters, and seven (7) batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned ac adapters and batteries revealed that the devices passed visual examination and functional testing. Failure analysis of the returned controller revealed that the device passed functional testing. A visual inspection under 10x magnification revealed hairline cracks around power port 2. An internal inspection did not reveal evidence of fluid ingress. The observed hairline cracks are not related to the reported event. Based on an internal investigation, the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Additionally, supplemental testing was performed, and the test results revealed that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion. Analysis of the data log files revealed several premature power-switching events that were due to momentary disconnections involving five batteries. Log files revealed a premature power-switching event that was due to momentary disconnections involving one battery after lubrication. As a result, the reported power switching event was confirmed. The most likely root cause of the reported premature power switching event can be attributed to momentary disconnections due to the wearing of the gold-plated pins, exposing the pin¿s base metal to the effects of corrosion. Additionally, log file analysis also revealed a controller power up event on (B)(6) 2018, at 13:27:19. The controller was without power for 9 seconds. No anomalies were recorded leading to a loss of power. As a result, the reported loss of power event was confirmed. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation was initiated to capture events involving the controller losing power. Additional products: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery / (B)(4)/ model #: 1650de / expiration date: 2018-05-31 UDI #:(B)(4) device evaluation anticipated, but not yet begun mfg date: 2017-05-31 (B)(4). Heartware ventricular assist system ¿ battery / (B)(4)/ model #: 1650de / expiration date: 2016-04-30 UDI #: (B)(4) device evaluation anticipated, but not yet begun mfg date: 2015-04-30 (B)(4). Heartware ventricular assist system ¿ battery / (B)(4) / model #: 1650de / expiration date: 2016-04-30 UDI #: (B)(4), device evaluation anticipated, but not yet begun mfg date: 2015-04-30 (B)(4). Heartware ventricular assist system ¿ battery/ (B)(4)/ model #: 1650de / expiration date: 2016-04-30 UDI #: (B)(4), device evaluation anticipated, but not yet begun mfg date: 2015-04-30 (B)(4). Heartware ventricular assist system ¿ battery / (B)(4)/ model #: 1650de / expiration date: 2016-01-31 UDI #: (B)(4), device evaluation anticipated, but not yet begun mfg date: 2015-01-31 (B)(4). Heartware ventricular assist system ¿ battery/ (B)(4)/ model #: 1650de / expiration date: 2018-12-31 UDI #: (B)(4) device evaluation anticipated, but not yet begun mfg date: 2017-12-15 (B)(4). Heartware ventricular assist system ¿ battery/ (B)(4)/ model #: 1650de / expiration date: 2018-12-31 UDI #: (B)(4), device evaluation anticipated, but not yet begun mfg date: 2017-12-19 (B)(4). Heartware ventricular assist system ¿ controller ac adapter / (B)(4)/ model #: 1430de / device evaluation anticipated, but not yet begun. Heartware ventricular assist system ¿ controller ac adapter / (B)(4) / model #: 1430de / device evaluation anticipated, but not yet begun. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced premature power switching on a pump stop. The controller and all associated power sources were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correct battery s/n from (B)(4) to (B)(4). If information is provided in the future, a supplemental report will be issued.